Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device [prod. Code: 3172080 / lot: 4494886] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable device history lot: product code: 3172080. Lot number: 4494886. Manufacturing date: 2024-06-13. Expiry date: 2026-05-31. Quantity: (B)(4). Device history review: a review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. H11 additional narrative: corrected: d3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA.

Event description:
It was reported that the patient underwent an unknown surgery with the cement in question. In the surgery, when using the cement, the liquid did not drip into the syringe, so the spare part was opened and used. There was no direct harm to the patient, but the operation time was slightly extended. The surgery was completed successfully within 30 minutes' surgical delay.